Manufacturer narrative:
H10: additional manufacturer narrative: h11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 31mm 6900p pericardial mitral valve underwent a valve-in-valve procedure after an implant duration of 13 years, 11 months due to mitral stenosis. The tmvr procedure was performed with a sapien 3 transcatheter valve of unspecified model number and size. Per the physician, the surgical valve did not prematurely fail or malfunction. The valve failed due to progression of the patient's disease.

Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information; however, patient factors and progression of underlying valvular disease likely impacted the event. The subject device is not available for evaluation as it remains implanted in the patient. Although edwards was unable to perform device analysis, this event was most likely due to a progression of the patient's underlying valvular disease pathology. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 31mm pericardial mitral valve has been placed under consideration for a valve-in-valve procedure after an implant duration of 13 years, 11 months due to unknown reasons.